Event description:
On (B)(6) 2013 the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her daughter) alleging a onetouch ping meter had black marks on the display and was covering the last 2 digits of the reading. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 7pm. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated the patient felt ¿sick to her stomach¿ at 7pm which she associated with high blood glucose. The reporter stated the patient had 7 units of novolog insulin as treatment at 7pm. The reporter stated no other device was used to manage her diabetes. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used, and there was no misuse of the product. The cca was unable to run a retest since the patient did not have test strips at the time of the call. Replacement products were sent. There is no indication that the subject meter caused or contributed to a serious injury. The reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings or medical intervention which suggests a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting done by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.